Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 69 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 180 mg/dl. Customer stated when he obtained the test result of 69 mg/dl he had the shakes. At the time of the call the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl and 160 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): 1:69mg/dl (B)(6) 2017 04:43 pm fasting:yes 2:135mg/dl (B)(6) 2017 08:05 pm fasting:yes 3:114mg/dl (B)(6) 2017 08:59 pm fasting:yes 4:139mg/dl (B)(6) 2017 08:11 pm fasting:yes 5:129mg/dl (B)(6) 2017 09:08 pm fasting:yes memory concerns:69mg/dl fasting